Event description:
Stryker sales representative, reported that an anchorage screw broke at (B)(6) hospital during a surgery. It was also reported, screw was used in a compression hole of an anchorage lisfranc plate as per operative technique. Surgeon tightened screw and head snapped off. The base of the screw remains in the patient. The head was removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that non locking screw anchorage ø3.0mm / l16mm was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by overtorquing. Please note that the operative technique (an-st-1 rev 2 anchorage optech_2015-7059) reads: "a workshop training is recommended prior to first surgery. Warning: fixation screws: stryker osteosynthesis bone screws are not approved or intended for screw attachment or fixation to the posterior elements (pedicles) of the cervical, thoracic or lumbar spine." "Contraindications: the following contraindications may be of a relative or absolute nature and must be taken into account by the attending surgeons: acute or chronic infections, local or systemic. Surgical procedures other than those mentioned in the indications section. The combination of this implant with implants of another origin is contraindicated." Note: applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Stryker sales representative, reported that an anchorage screw broke at (B)(6) hospital during a surgery. It was also reported, screw was used in a compression hole of an anchorage lisfranc plate as per operative technique. Surgeon tightened screw and head snapped off. The base of the screw remains in the patient. The head was removed.